Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device repeatedly getting calibration error 5 (inlet pressure out of range) during calibration. They stated they had already replaced the manifold, but this did not resolved the calibration issues. They would like to return the device for depot repair and get a loaner. Per follow up information received on 04nov2024, it was reported that the sample received. No patient involved at the time of the malfunction. Per sample evaluation results received via task on 12nov2024, it was reported that the arctic sun device did not cool and primed to fill.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the device did not cool. During decontamination the unit did not cool. Mixing pump was serviced. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device repeatedly getting calibration error 5 (inlet pressure out of range) during calibration. They stated they had already replaced the manifold, but this did not resolved the calibration issues. They would like to return the device for depot repair and get a loaner. Per follow up information received on 04nov2024, it was reported that the sample received. No patient involved at the time of the malfunction. Per sample evaluation results received via task on 12nov2024, it was reported that the arctic sun device did not cool and primed to fill.